Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 400 mg/dl, 100 mg/dl, 220 mg/dl, 160 mg/dl. Customer did not provide any symptoms and treatment related to high blood glucose. Customer states insulin pump had blank display. Customer performed self test and it was passed. Customer states insulin pump functioning as designed. The insulin pump will not be returned for analysis.